Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced incomplete mesh. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4).this medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2017, it was reported that the device produced incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) 4 times as documented in the repair reports in livelink. The last repair was april 22, 2017 where it was reported that the device produced an incomplete mesh and the comb, side plates, gear and the bushings were replaced. The device producing incomplete mesh is associated with the current repair. Hence the previous repair is similar in nature to the current repair. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on july 13, 2017 revealed that the comb was damaged. The calibration was out of specifications. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 13, 2017 which included replacement of the ball dent, gears, comb, damaged hardware and lubrication of the assembly. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was damaged. The root cause of the reported event was due to a damaged comb. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Initial inspection revealed that the comb was damaged.